Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced no drops during filling, then observed insulin leaking inside the chamber with the cartridge approximately half filled, consistent with a leak involving the reservoir component of the ilet system; a new set of supplies was used and the supply change was completed without incident. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by a third party. Investigation of this case revealed leakage at or related to a seal consistent with a leak/splash device problem involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.